Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of either drilling the peripheral peg holes at an angle relative to the center hole and/or damaging the center cage locking mechanism during impaction, which ultimately led to disassociation of the center cage.

Event description:
Index surgery: (B)(6) 2015. Revision of shoulder components due to disassociation of center cage of glenoid.

Manufacturer narrative:
Pending engineering evaluation.

Event description:
Index surgery: (B)(6) 2015. Revision of shoulder components due to disassociation of center cage of glenoid.